Event description:
The posey self release roll belt have inconsistent instructions in the box. Not all of the boxes include contraindications. According to the IFU, these style belts may present a patient safety risk if used with patients that are unwilling or unable to follow directions/instructions.